Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to a faulty cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device is not expected to be returned to an olympus service center for further evaluation and testing. An olympus field service engineer (fse) was on site and performed a device evaluation; the evaluation confirmed the reported problem. To resolve the problem, the fse provided a quote to remove existing video cables and install new hd/sdi plenum related video cables. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that during a procedure, the end user lost the image during coagulation when using an erby energy unit with the olympus, model cv-190, evis exera iii video system center, intermittently but not consistently on different days. The intended procedure is unknown. This is report #3 of 3 due to multiple events reported. Reference report patient identifiers (B)(6) and (B)(6) for additional events reported.